Event description:
During a coronary stenting treatment procedure, difficulty with balloon deflation was encountered. The physician was able to inflate the device to 12 atms deploy the stent successfully. The balloon would not deflate after stent deployment. The vessel was non-tortuous, 75% stenosed, and 15% calcified. The pressure gauge was exchanged, and difficutly deflating the balloon was again encountered. The physician was able to rupture the balloon using a high pressure inflation of 20 atms. He then withdrew the catheter from the pt without incident. The status is listed as stable. An acs guide wire and 6fr scimed kimny guide catheter were also used during the procedure.